Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that a couple of infusion sets had bent cannulas. Customer's blood glucose level was 600 mg/dl. The customer was given a manual injection for a correction dose of insulin. The device was not returned.